Manufacturer narrative:
Concomitant medical products and therapy dates - plc231000j/21238592, UDI: (B)(4); plc201400j/21321445, UDI: (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. After hemostasis, the color of the left leg seemed pale and the patient also had a weak pulse in the left leg. Therefore, peripheral angiography was performed which confirmed poor blood flow in the left superficial femoral artery due to thrombus. As treatment, a drug-eluting stent was implanted in the left superficial femoral artery. Also, percutaneous balloon angioplasty was performed in the region of the lower femoral artery. The patient tolerated the procedure. The physician noted that due to thrombus that was present in the left superficial femoral artery before the procedure, there was a possibility of dispersing thrombus/debris during the endovascular treatment.